Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the art line/transducer system was leaking blood just before the septum. A nurse discovered problem while checking on the patient. It is unknown how much blood was actually lost. The physician noted that the patient's hemoglobin was steady. A blood transfusion was not necessary. During the event, the patient's blood pressure was fluctuating. Noradrenaline and dopamine were administered by the physician. The art line/transducer system was replaced.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database and device history record could not be performed since the lot number was not provided.